Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call hospitalization event. The customer's blood glucose was 363mg/dl at the time of incident. On (B)(6) 2018 customer was admitted to providence medical center for diabetic ketoacidosis and lung infection. Customer was treated with insulin drip. Customer declined to perform a carelink upload for review. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).